Manufacturer narrative:
Additional information was received that database analysis revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements were observed to be high for 6 contacts on port b. The device appeared to be working as expected.

Event description:
A report was received that the patient was experiencing frequent ipg charging due to the ipg not holding a charge. The patient will undergo an ipg replacement and lead revision procedure.

Manufacturer narrative:
Additional information was received that one of the patient's leads had high impedances on one of the contacts. The physician was not sure if the lead was damaged. The patient underwent an ipg and lead replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging due to the ipg not holding a charge. The patient will undergo an ipg replacement and lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing frequent ipg charging due to the ipg not holding a charge. The patient will undergo an ipg replacement and lead revision procedure.